Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The blood glucose reading was 350mg/dl, and she has treated with the insulin pump. The caller stated that the device was exposed to an x-ray at the statue of liberty. Attempted to reviewed the alarm history and found the alarm. During the call, the customer mentioned being hospitalized due to high blood glucose of 545mg/dl. The customer experienced ketones and was vomiting. The customer stated she changed the infusion set before attending a wedding, and her glucose level started to climb up. The caller stated that the quick release portion was loose, not twisted, and it was leaking around the quick release. The customer stated that she was released within twenty four hours. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the currents were within specifications. However, the device was unable to prime during the prime test as a result of a faulty force sensor. The motor was tested outside the device, and passed the motor test. Further testing could not be performed due to the prime anomaly. The device had a scratched window displayed.